Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l39862, implanted: (B)(6) 1997, product type: lead; product ID 7489-40, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the extension had migrated. X-ray revealed abnormal results. The electrode was positioned at l1-2. The patient experienced a loss of stimulation in the legs along with vaginal stimulation instead of stimulation in both legs with increasing pain in their legs. The electrode was repositioned to t9-10. The event was related to the extension and it was unknown if it was related to the procedure. The event was ongoing. If additional information is received on outcome a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.